Manufacturer narrative:
Results: the strain relief was offset approximately 1.0 cm from the hub. The neuron 6f 070 delivery catheter (neuron 070) was ovalized in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed it was ovalized in multiple locations. This damage likely occurred due to forceful handling of the neuron dc during preparation or use. Further evaluation revealed the strain relief was offset. This damage likely occurred due to forceful manipulation of the neuron dc at extreme angles. Penumbra catheters are 100% visually evaluated during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the neuron 070 became kinked multiple times. It is unknown if there was an adverse effect to the patient.